Event description:
A female patient had 4ccs of macroplastique injected at the bladder neck on (B)(6) 2000 to treat urinary incontinence. In 2018, the patient represented with recurrent urinary tract infections and non-visible haematuria. Ultrasound results were normal a CT kub non-contrast showed an indeterminate area of calcification at the bladder base. Flexible cystoscopy showed that the macroplastique had eroded into the bladder. A very small amount of calcification was present on the eroded material. The macroplastique was removed transurethrally under general anaesthetic. The patient was discharged the day of the surgery.